Event description:
It was reported that the insulin pump delivered a bolus that the customer did not program, which caused his blood glucose levels to drop to 35 mg/dl. The mother stated that she treated the customer with glucagon, and brought his blood glucose levels up to 109 mg/dl. The mother declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.